Event description:
It was reported that the patient presented to clinic with shortness of breath. Upon interrogation, the left ventricular lead exhibited loss of capture. The chest x-ray confirmed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.